Manufacturer narrative:
The investigation of hemolysis and renal failure has been completed. The impella device was not returned for evaluation. Data logs were reviewed and long term log showed no suction alarms or positioning alarms noted. Real time log at time of p-level change to p-4 showed a few instances of saturated pump flow, motor current, and motor speed with down spikes in placement signal. Additionally, pump flows at p-4 are below normal for p-level. Clinical details noted that patient was placed on extracorporeal membrane oxygenation soon after impella support was initiated. The pump was in proper position and hemolysis was resolved after blood products were given. Additionally, the patient was noted to be in renal and liver failure. Ultimately, multisystem organ failure was noted before care was withdrawn. The cause of the hemolysis was most likely patient condition related since giving blood volume resolved the hemolysis. The root cause of the renal failure could not be definitively determined. B.2 revised as required intervention was inadvertently omitted from initial manufacturer device report number 1220648-2024-23631.g.1 revised reporting contact email since initial manufacturer device report number 1220648-2024-23631 was submitted in accordance with updated procedures.

Event description:
The complainant reported a patient was on impella cp support. While on support, the patient developed hemolysis. The patient was given two units of red blood cells and two units of platelets. The patient was also noted to be in renal failure. The family withdrew care. The patient had multisystem organ failure. The patient expired.

Manufacturer narrative:
The impella device was not received from the customer and therefore, ¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿